Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05320. The pt received his scs system on (B)(6) 2010 including an ipg and a paddle lead. It was reported that the pt had been feeling the stimulation but was not pleased with the pain relief he was receiving. He was also concerned about a foreign device being implanted in his body. As a result, he elected to have the entire system explanted.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of not liking the paresthesia could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.